Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus service operation repair center (sorc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from sorc, there was the possibility that the reported phenomenon was attributed to the turn off of the lamp, which was caused by the overheating inside the subject device due to the accidental failure of the fan. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection before use at the user facility, it was found that the error e102 which indicated the subject device was broken down was displayed about two times. The subject device was checked at the facility, but the reported phenomenon was not duplicated. There was no report of patient injury associated with this event. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon was not duplicated.